Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter tip was seen to be shaped. The primary strain relief was removed and the secondary train relief was found to be intact. During functional inspection, when the catheter was flushed, a leak was discovered 12 cm from the catheter hub under the secondary strain relief(ssr). To determine where the leak was coming from the ssr was removed to allow a visual examination of the proximal shaft. There was a perforation/opening on the proximal shaft on the microcatheter unit. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damages noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Also additional information provided indicated during the preparation for use, it was noticed that it was leaking serum. The quality/ engineering line support for microcatheter viewed the unit and confirmed the issue. Non conformance was initiated to investigate further. An assignable cause of manufacturing will be assigned to this complaint as this is an issue in which product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site.

Event description:
Analysis of the returned device found that the subject catheter had hole/perforation. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.